Manufacturer narrative:
Results of investigation: a revision surgery of a polarstem due to delayed hip prosthesis infection was reported. No part was returned for investigation. A review of the production documentation did not detect any deviation from the standard manufacturing processes. No deviations were detected on the sterilization certificate. No similar complaint was reported for this batch of products. No medical documents were received for investigation. Based on the available information, no thorough investigation could be performed and the root cause of the reported issue remains undetermined. There is however to the best of our knowledge no indication that the device failed to meet specifications at the time of manufacturing. No further actions have been initiated. If the explants or additional information becomes available in the future this investigation will be reopened.

Event description:
It was reported that a revision surgery was performed due to delayed hip prosthesis infection.